Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. A device was returned to a third-party service for evaluation. The technician could not confirm foam particles in the air path during the device evaluation. Some secondary findings are available. Additionally, there was some cosmetic defect found like damaged upper enclosure. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.